Manufacturer narrative:
This report is submitted on (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was placed under monitored anaesthesia care and underwent skin revision surgery on (B)(6) 2016.